Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's touchscreen failed. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date received by manufacturer: 22jun2019. Date of report: 24jun2019. The touchscreen assembly was returned to the manufacturer for failure analysis. A visual inspection revealed no evidence of damage or contamination. During testing, it was determined that the ul_lr and ur_ll resistance was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 08may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When trying to calibrate the touchscreen the unit became unresponsive and had to be unplugged and the battery disconnected. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.